Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with their controller. Patient had unrelated surgery in the near past and the device was not put in surgery mode prior to the procedure. Troubleshooting was performed and issue was resolved. Device remains implanted.